Event description:
It was reported that the pulse generator could not be inter- rogated. Measured battery data at the last follow-up was 10.8 kohms and the voltage 2.67 v. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the pulse generator to exhibit no output or telemetry and characteristics indicative of end of life (eol) due to a depleted battery. Insufficient information was provided regarding the device settings during service life. Therefore the expected longevity of the device could not be determined. The device exhibited normal electrical characteristics including g normal current drain after being connected to an external power supply.